Event description:
It was reported that the lead integrity alert (lia) triggered due to oversensing and noise in the right ventricular (rv) lead. It was also reported that the right atrial (ra) lead had low sensing values. The rv and the ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that a lead integrity alert triggered, there were 2 - patient alerts for lead failure predictor on (B)(6) 2012, sensing - oversensing, and 5 - lfp high rate-ns <= 212 ms average v-cycle between (B)(6) 2012. There was sensing - interference/noise, ventricular short interval count v-sic=135.3 counts average/day, in 15.81 days between (B)(6) 2012.